Event description:
In 2001, the patient with past medical history of pvd, tested positive for e-coli uti during a pre-cath blood test. No treatment was given at that time. The pt returned to the hospital 2 days later for more tests for the uti. It is unknown whether the pt was given antibiotic treatment at that time. On the day of the event, the pt underwent a scheduled diagnostic cardiac catheterization. The pt was closed successfully with the closer s device. One day post-cath, pt was complaining of fever and chills. Antibiotic treatment was started and pt came in every few days for follow-up. On eleven days later, pt presented with complaints of mild groin pain. Ultrasound of right groin proved unremarkable, however, CT scan revealed a large retroperitoneal collection as well as moderate opacification of the periarterial area near the femoral artery. Pt underwent surgery the next day to excise the infected false aneurysm in the right femoral artery and drain the abscess. The physician noted that prior to incision, the femoral area appeared cyanotic with ecchymotic changes. The artery was resected due to the necrosed vessel and groin was closed. Pt was treated with antibiotics. In the next month, a muscle graft of the necrotic area and groin debridement was performed.